Manufacturer narrative:
Evaluation method code: device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: the device was received in a clear 0.2% glutaraldehyde solution in an explant kit. The valve appears slightly distorted; oval shaped. Tears and abrasions are noted in all cusps due to leaflet contact with bias and/or host tissue that appears to have been attached prior to explant. A tear in the right cusp closest to the nodule of arantii appears to be associated to leaflet contact with a long suture tail. The implantation sutures appear to line up with the tear. Remnants of glistening off white pannus line the inflow margin of attachment into all inferior coaptive areas extending 1 to 1.5 mm onto all cusps slightly reducing the inflow orifice area. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography shows a trace of mineralization in a piece of host tissue adjacent to the right cusp. Conclusion: the aortic regurgitation was likely the result of tears and abrasions which occurred as a result of contact with host tissue and long suture tails, which may have been exacerbated through distortion of the valve during the initial implant.

Event description:
Medtronic received information that the pt with this bioprosthetic aortic valve exhibited shortness of breath. Echocardiographic evaluation of the valve demonstrated aortic regurgitation. The decision was made to explant and replace the valve with a similar valve. Upon explant, a tear was observed on the non-coronary cusp, and a perforation was observed on the right cusp. The device was replaced without reported pt complication.